Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a visual inspection revealed the helix was retracted and blood/body fluid was noted in the helix mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis could not determine a reason for the reported clinical allegation.

Event description:
Boston scientific crm received information that during the implant procedure, this right ventricular lead was implanted. Despite several attempts to reposition this lead, when connected to the pacing system analyzer, high out of range impedance measurements were obtained. The lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead will be returned for analysis. Upon receipt to the post market quality assurance laboratory, this lead will undergo analysis and this event will be updated.